Event description:
The customer's husband reported via phone call that patient got low blood glucose but not hospitalized. Customer's blood glucose was 46 mg/dl. The customer was treated with food and drink. The customer's husband stated that patient needs to rest. The customer was advised to call back to troubleshoot insulin pump when able.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.